Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed the occurrence of the scope communication error. The reported issue was most likely attributed to fluid invasion within the scope, resulting in corrosion of the plug unit and printed circuit board, which led to the error and no image being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope exhibited a b30 scope communication error during inspection for use. There were no reports of patient involvement.